Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the alarms. Customer's blood glucose was 160 mg/dl at the time of the event. Root cause for the alarms could not be determined as customer had changed out pump supplies prior to contacting tandem technical support.